Event description:
Information was received, from a health care provider (hcp) via a manufacturer representative (rep). Regarding a patient receiving int rathecal baclofen 2,000 mcg/ml at 100 mcg/day via an implantable pump. For unknown, indications for use. It was reported, that the patient experienced a return of spasticity symptoms. There were no environmental/external/patient factors that had led or contributed to the issue. The hcp stated, that a dye study was attempted, but aspiration was unsuccessful. The hcp attempted to aspirate the catheter intraoperatively and was unsuccessful again. The hcp, then elected to replace the entire catheter with a new catheter. The issue was resolved at the time of the report. And the patient's status was "alive-no injury". The patient's weight and medical history was asked, but was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.